Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified dried blood and bone, signs of use and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned device was measured with calipers and was verified to match specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k number: k013227. Device not returned.

Event description:
It was reported nerve damage was caused during implant placement. The implant was removed and no other implant was placed. Tooth location 30.